Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information from a health care professional (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The hcp also noted that there were no programming changes done and the patient has chronic atrial fibrillation (af). Data analysis found that the power consumption was higher than expected and that this appeared to correlate with the patient's af. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.